Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16, living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported he went to urgent care and was diagnosed with a staph infection. He was given an antibiotic (300mg of clindamycin) to take for 10 days. The bump was under the pod site, the size of a quarter, bright red and painful. The patient's blood glucose was in the 200mg/dl range and higher. The pod was discarded.